Manufacturer narrative:
It was reported to philips that the device "shock not delivering" and "as per nursing staff shock was not delivered to patient". In this incident on (B)(6) 2018 at 10:25 am, the patient involved was reported to be a (B)(6) year old male, height: 5 fit 5 inch, weight: (B)(6)kg. The nursing staff declined to provide further patient information regarding the patient's medical condition, the patient's status following the incident, and the location of the incident. The nurse sister in charge, reported that the patient experienced no harm as a result of the device behavior. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse provided the error logs and shift check printout. The fse reported: "checked the system through defib analyzer and found it is working satisfactory and no any part found failure , system is working satisfactory." The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device "shock not delivering" and "as per nursing staff shock was not delivered to patient". The nurse sister in charge, reported that the patient experienced no harm as a result of the device behavior.